Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device was depleting prematurely. Battery longevity was at eight percent. The boston scientific technical services consultant recommended replacement. This s-ICD was explanted and replaced with the same model. No additional adverse patient effects were reported.